Manufacturer narrative:
Additional information: g3, h3, h6. The complaint cannot be confirmed due to the device being unable to be functionally tested. The device was not received for a functional testing evaluation. No evidence of the device failure was received. Based on the information provided and the evaluation of the returned alleged ar-6410 arthroscopy main pump tubing, it was determined that the most likely cause of the reported failure is user error due to abnormal use. The user continued the procedure despite the pump allegedly making abnormally strange and loud noises and not performing as expected. Direction for use. Dfu-0212-eor1_fmt_en, state the following: general warnings and safety notices -read this first. 2. Failure to follow the setup instructions and/or continuing to use the pump without resolving an alarm condition could result in a serious patient adverse event. 3. Failure to adhere to the setup instructions and use of arthrex certified tubing may result in inaccurate pressure sensing and monitoring by the device. It is imperative that the user is aware that patient safety may be compromised when an alarm on the pump is ignored or silenced incorrectly. Never ignore or silence alarms. Follow appropriate troubleshooting procedures and carefully monitor the patient. Only arthrex certified tubing must be used. 5. When utilizing any fluid management device, the patient (extremity and surrounding area) must be monitored closely by the surgical team for signs of excess fluid buildup. Fluid usage volumes should be monitored and compared to similar surgical procedures. With all arthroscopy pumps, correct setup and proper user operation is required. Always select the lowest possible pressures in order to achieve the required intra-articular distention. All alarms or alerts must be acknowledged, and the appropriate troubleshooting procedure followed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via (B)(4) that an ar-6410 arthroscopy main pump tubing started making noise as if it was out of fluid. The sales representative checked the tubing and noticed it was filled with fluid. It seemed as if the pressure was a lot higher than what the machine was showing. This was discovered before the procedure. Once the procedure began, the pump acted abnormally again, making strange, loud sounds. Similar to the noise the pump makes when it is out of fluid. After double-checking multiple times, everything appeared as it should; however, the pump still made loud noises. The pump tubing and fluid were changed, and everything seemed normal. The surgeon continued the procedure, and during the acl repair portion, the nurse noticed the patient's calf was abnormally swollen, very tight, and hard to the touch. The surgeon describes the calf as being the size of a cantaloupe and identified this as fluid extravasation. The procedure was aborted, and the fluid was drained out of the patient's leg. This was discovered during a knee arthroscopy with meniscal repair procedure on (B)(6) 2024.